Event description:
Procedure and patient sex: not known. Reportedly, the ligasure hand piece failed to open after being ratcheted. It appeared to be jammed and vessel had to be clamped and cut around instrument. No indication was given whether was complete when it was unratcheted.